Manufacturer narrative:
Additional information: device serial number and manufacturer provided. Correction: product and associated fields updated to proper value. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient identifier not available from the site. Device serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system was unresponsive when utilizing a frazier suction. The surgeon then reverted in the application software, returned to the navigation prompt and could continue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.